Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a charging issue with a ventilator's internal battery. The device's internal battery was replaced at a third party service center to address the issue.the internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. Only the internal battery was returned to the manufacturer for evaluation.